Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product/logs were returned. The fm was changed to "placement signal issue" as reported in the field since there is insufficient evidence of which sensor is involved. The root cause of the placement signal issue was not determined since product/logs were not returned and insufficient clinical details were provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. It was reported that roughly three days into support, the pump began to experience placement signal failures. The staff disabled the audio and support with the implanted pump was maintained. The patient was listed for a heart transplant; however there was a sudden increased pressor requirement and instability that called for extracorporeal membrane oxygenation (ECMO) shock. The family decided against any further treatment and withdrew care. Shortly after the decision was made to withdraw care, the patient expired.